Event description:
Customer called because she felt that readings of 161 and 174 were too erratic when done back-to-back. During troubleshooting, customer service discovered that the contour meter was in mmol/l rather than mg/dl. Customer stated she had not adjusted medication based on the readings. Customer service assisted the customer in changing the meter back to mg/dl.